Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump could not recognize the cartridge during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that loss of cartridge detection had occurred which was duplicated during testing. The pump load step failed to recognize the cartridge emitting a "no cartridge detected" warning. The pump was opened and a printed circuit board component in the force sensor circuit was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).